Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not reaching the required parameters. Patient involvement unknown.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
D9: 11-jan-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the device alarm pressure and CPAP knob was broken and the side label by the patient circuit was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. Preventative maintenance was performed.